Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The instrument was analyzed and found to have a broken conductor wire at the distal clevis. The broken conductor wire due to broken grip tip. The instrument failed the electrical continuity test. No thermal damage was found on the instrument. The probable root cause is attributed to grip dislodgement. When the instrument is moved by the surgeon in a grasp/pull/pitch motion, its grip can become dislocated. Grip dislodgement may pull the conductor wire out of the routing groove.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.